Event description:
After the fifth plcr75b reload had been fired in an esophagogastrostomy procedure, it was noted that some of the staples were not properly formed. About 2 cm of the staple line was subsequently re-done by use of sutures.

Manufacturer narrative:
Patient's weight is unknown. Device was discarded by healthcare facility. The lot number and the expiration date are not known. Device was discarded by healthcare facility. The lot number and the date of manufacture are not known. Device was not returned.